Event description:
Caller reported a malfunction on the pump; however, there was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump, resolving the malfunction issue. The customer was informed to continue using the pump and advised to call back if the malfunction code reoccurs, which the caller understood and acknowledged.